Manufacturer narrative:
Date received by manufacturer correction. The date received by manufacturer field has been updated to reflect the corrected date of 5/25/2017.

Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing labels with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for missing labels was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to confirm the customer's indicated failure mode. Based on the investigation, the root cause/ potential root cause for the missing label was determined to be a timing issue on the labeling equipment.

Event description:
It was reported that some bd vacutainer® brand sst ii advance tubes had missing labels. No serious injury or medical intervention.